Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2018-00211. It was reported during a recent (thoracic) ipg replacement surgery (B)(6) 2017 (ref MFR report#1627487-2017-07402), the physician was unable to connect the existing leads to the new ipg due to extensive scar tissue in the pocket and around the lead tails. As such, the physician explanted and replaced the leads with new models. Subsequently, the new leads were connected to the new ipg which resolved the issue.

Manufacturer narrative:
Device model/lot number; expiration date; manufacturer date; and d6: implant inadvertently documented incorrectly on the initial report.

Event description:
Device 2 of 2. Reference MFR. Report#1627487-2018-00211. Follow-up identified the entire thoracic system was explanted and replaced during the previous (B)(6) 2017 procedure.